Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On 23-sep-2025, it was reported that a beta bionics ilet user experienced hyperglycemia with a blood glucose value of 352 mg/dl following repeated alert 38 (motor stall) messages. The user attempted multiple restarts and dry runs, but the issue persisted. A replacement ilet was issued and shipped overnight. No medical intervention was required.